Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed backup operation on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.